Event description:
Related manufacturer reference: 3005334138-2018-00362, 3005334138-2018-00363. During an ablation procedure, the flexability se catheter was inserted in the femoral artery to gain retrograde aortic access to the left ventricle. When positioned in the left ventricle to ablate, temperatures were noted to be higher than expected and the catheter was removed. The catheter was replaced, however it could not be advanced through the femoral artery and the case was stopped. Following the procedure, a dissection in the descending aorta was confirmed via angiogram. The patient is being monitored. The physician did not allege the cause of the dissection to the temperature issue with the first catheter used.

Event description:
The patient was discharged in a stable condition.

Manufacturer narrative:
One flexibility sensor enabled ablation catheter was received for evaluation. No visual anomalies were noted. The catheter met specifications for electrical and temperature testing, and functioned per requirements during an irrigation flow test. The cause of the reported dissection remains unknown.